Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was confirmed. Evaluation results of the returned drill observed that the fracture surface pattern of the returned wire pass drill suggests bending was being applied to the part. The part has also fractured at the weakest point of the drill therefore, if the part was being bent while in use this would be the most likely place for the fracture to occur. A review of the product label indicates by way of an expandable label icon "do not use excessive force". The associated devices IFU for use with wire pass drills contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." There were no remedial actions taken. This device is labeled for single-use. Though requested, it is not known if it was reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 evaluation is in progress. There were no remedial actions taken. This device is labeled for single-use. Though requested, it is not known if it was reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke. There was patient involvement; no patient impact.